Event description:
It was reported that bd bd maxplus needleless connector was occluded the following information was received by the initial reporter with the verbatim: the plastic part of the connector between the cannula and the syringe rolls in, the medicine cannot be administered. The rubber part inside is therefore rolled in, blocking the entire connector. This means that no liquid can pass through. Our department has also had a product called microclave clear connector (icumedical's product) which doesn't have the same problem, but for some reason we often get that bd product which just doesn't work.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr 9404153, in which the customer has stated: ¿the plastic part of the connector between the cannula and the syringe rolls in, the medicine cannot be administered. The rubber part inside is therefore rolled in, blocking the entire connector. This means that no liquid can pass through¿. The product in use at the time is reported to be a mz1000 from lot 23045616. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23045616 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 products in the past 12 months.